Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer alleges heating pad caught on fire and caused property damages. There was not a report of personal injury with this incident.